Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and optium xceed meter, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc blood glucose meter. Customer received an unspecified error message and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and upon regaining consciousness, self-treated with condensed milk and a cupcake provided by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is based on the caller's report of "6 months ago". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc blood glucose meter. Customer received an unspecified error message and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and upon regaining consciousness, self-treated with condensed milk and a cupcake provided by the caregiver. There was no report of death or permanent impairment associated with this event.